Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with cefazolin (500mg, tid, ip), heparin (1000 iu, tid, ip), tazobactum (500mg, tid, ip) and amikacin (125mg, tid, ip). It was not reported if the dianeal therapy was ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.